Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2018. Reportedly, the patient was under general sedation using IV protocol. According to the complainant, during the procedure prior to ablation, the physician performed diagnostic hysteroscopy with no concerns or complications. Ablation was started and after 4 minutes and 30 seconds into ablation, the patient woke up from sedation and started to move. The legs retracted from the stirrups to a closed position. The surgical technician helped to stabilize the patient¿s position for safety. A fluid loss alarm occurred and the physician visibly noticed fluid in the vagina. The fluid temperature was at 90 degrees celsius and a surgical sponge was used absorb it. The patient was then deeply sedated and ablation was continued. Approximately 30 seconds later, another fluid loss alarm occurred. An additional tenaculum was added to the cervix and the procedure was continued until the ablation completed. System cool down was completed with no further complications. Upon removal of the sheath, the physician noted a mild burn on the cervix and vagina. The burn was treated with antibiotic cream. The patient was discharged in good condition. An additional attempt has been made to obtain follow up event details with no response from the clinician.